Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # unknown. Per video evaluation: upon visual inspection of a video, the following was observed: at the 10:07 mark the video shows a device with a black reload loaded. At the 10:13 mark tissue is placed between the jaws of device and tangled suture with buttressing on jaws was observed. The device firing and it firing as expected. At the 12:10 mark a device with a green reload is introduced. At the 12:15 mark tissue is placed in the device with tangled suture and buttressing on jaws. The device firing and it firing as expected. At the 13:50 mark a device with a green reload is introduced. At the 13:53 mark tissue is placed in the device with tangled suture and buttressing on jaws. The device firing and it firing as expected. At the 15:49 mark a device with a green reload is introduced. At the 15:54 mark tissue is placed in the device with tangled suture and buttressing on jaws. Based on the video the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, after firing the stapler, with black reload, seam guard buttressing material, on the first staple line, the doctor was unable to use the stapler again due to bending and misalignment that occurred during the first firing. It appears that during the firing, there was extreme pressures that seemed to bend and flex the cartridge half of the device as she could see tip of reload begin to point up as they fired which isn't normal and when they tried to use the stapler again, there was a much larger gap between the anvil and cartridge half that made the device unusable. The staple line was fine, but they had to discard the device and use a second like device to complete the procedure. There were no patient consequences reported.